Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the findings of the legal manufacturer's final investigation. Additional data: d9 the device was returned to olympus for inspection. The originally reported issue dull image quality with a horizontal line was confirmed upon evaluation. Based on the investigation findings, the most probable cause is component failure resulting from a short circuit in the charge couple device. If additional relevant information becomes available, a further supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound (ebus) linear procedure, the video system center ultrasonic bronchovideoscope displayed horizontal lines and a dull image. The procedure was completed with the same device. There was no report of patient harm associated with this event.